Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter and and oil mist filter housing were reseated/adjusted to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "mist" or haze emitting from the sterrad® 100s sterilizer. Two healthcare worker¿s (hcw¿s) experienced a reaction of coughing when they entered the room to unplug the sterilizer. The hcw¿s did not seek or receive any medical attention/treatment and the coughing subsided shortly after the unit was shut off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the haze/mist issue. The assignable cause of the haze/mist issue is the oil mist filter and oil mist filter housing. The field service engineer re-seated/tightened the parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).